Manufacturer narrative:
D4 - UDI no. - not required to be registered with FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies. Magnifying inspection of the sampling line tube found that the tube had been half-broken at the end of the port. Electron microscopic inspection of the cross-section of the tube found that the surface was in the smooth state, with the generation of some streaks spreading inward. The tube was cut vertically at the segment adjacent to the break and subjected to dimensional checks. No anomalies were revealed. Simulation testing was conducted. The sampling line tube of a current product sample was exposed to a shock force at the joint of the tube and the port after it having been cooled down to 4°c. The sampling line tube became fractured at the joint. Electron microscopic inspection of the fracture cross-section found that the state of the surface was very similar to that of the actual device. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file found no report of this nature with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information, it is possible that the actual sample may have been subjected to a shock force. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: (1) "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." (2) "do not use an oxygenator and reservoir that leaks." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a tube fracture on the capiox device. Follow up communication with the user facility confirmed the following information: air entrained into the device from the joint of the port and the sampling line tube; the device was changed out to a new one prior to use; the procedure was completed successfully; and there was no patient involvement.